Event description:
Customer's neighbor called on behalf of co's customer, alleging their one touch basic meter would only prompt insert strip. The issue was unresolved with toubleshooting. Neighbor stated that patient went to the hospital due to not being able to test patient's blood on the meter. Unknown if patient received treatment while patient was there. Meter has been replaced for customer. Due to customer not having a phone co is sending a letter to try to obtain more information.